Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that ECG signals for the chest leads were only intermittently captured via the m1663a ECG trunk cable. No pt harm was reported.